Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: neu_unknown_cath, serial#: unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. The device was returned for analysis. Analysis identified overinfusion of an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 10.0 mg/ml of remodulin at 0.064 mg/day via an implantable pump for an unknown indication for use. On 2018-nov-27, it was reported that the patient's device was near battery depletion and the patient's pump and catheter were prophy lactically explanted on 2018-nov-27 to avoid in-vivo battery depletion. No rotor or dye studies were performed. No patient symptoms or complications were reported as a result of this event. The patient recovered without sequela following the device removal. No further complications were reported or anticipated.